Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The specific date of the medical event is unknown. The date listed is an approximation based on the customer's statement that the event happened "in august." All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2015 a customer contacted adc and reported that her adc blood glucose meter turns on with the button but not with test strip insertion. As a result of this issue the customer reported "on a saturday in august of this year" (customer did not remember the exact date), at approx. 3 pm she was "walking and feeling dizzy". She further reported that someone gave her "a coca-cola" while she was feeling dizzy. The customer was taken to a hospital, where she was reportedly diagnosed with hyperglycemia and received unspecified intravenous treatment. No readings were provided from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1504705 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.